Manufacturer narrative:
Section d6a: date of implant should not have been included in the initial MDR. Manufacturer's investigation conclusion: the reported event of not being able to thread one of the backup battery cover screws into the system controller (serial number: (B)(6)) was confirmed via customer submitted photo. The submitted photo showed the screw able to be fully screwed in. The controller was not returned for analysis. Provided information indicated that the controller was exchanged. The root cause of the reported event was not able to be determined via this investigation. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. B and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 5 of the IFU ¿surgical procedures¿ explains how to install the backup battery in the system controller, including how to tighten the cover over the battery compartment. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that one of the screws of the lid that covers the internal backup battery of the secondary system controller did not screw correctly, therefore it stayed free. A replacement was requested.